Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent without abdominal pain. The patient did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, 2 doses given, route not reported) and a five day course of ciprofloxacin (500mg, twice daily, route not reported). Remedial therapy with ciprofloxacin was discontinued on (B)(6) 2010. The nurse reported that vancomycin was discontinued on (B)(6) 2010. On an unreported date, extraneal viaflex and nutrineal pd4 unknown bag therapy were withdrawn. The nurse reported that the patient improved with the discontinuation of pd solutions. The nurse reported that pd solutions were not reintroduced. The nurse reported that the event of sterile peritonitis was ongoing and improved. The nurse considered the event of sterile peritonitis to be related extraneal viaflex and nutrineal pd4 unknown bag therapies.